Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was received with the helix fully retracted; the helix has been over-retracted, which most likely contributed to helix issue. The helix was disengaged from the helical channel and there was a tip seal observation. In addition there was blood found in the distal conductor (not obstructed), in/on helix/lobe mechanism (sleeve head) and on the helix/lobe mechanism.

Event description:
It was reported that during attempted implant, the helix extended correctly once but then was retracted and would not extend again either inside or outside the body. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during attempted implant, the helix extended correctly once but then was retracted and would not extend again either inside or outside the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The lead was received with the helix fully retracted; the helix has been over-retracted, which most likely contributed to helix issue. The helix was disengaged from the helical channel and there was a tip seal observation. In addition there was blood found in the distal conductor (not obstructed), in/on helix/lobe mechanism (sleeve head) and on the helix/lobe mechanism.